Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient experienced a bent cannula, which led to a high blood glucose (event on (B)(6) 2026. The patient had a high blood glucose (bg) level (467mg/dl) and was hospitalized for less than 24 hours (symptoms: vomiting). The insertion site was abdomen. The patient was admitted to hospital and treated with pens. The infusion set had been in use for 1 day. No further information is available.